Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a system message was received and the cassette was rejected by the system during a procedure. The patient had received a peribulbar injection before the event occurred. The surgery was canceled. There was no patient harm.